Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: use error: unable to observe, since it is not related to the device. Additional observations: crease fold and wear abrasion observed, on the device. White particles observed, outer the device. Observed, a broken-on radius assessed, as surgical damage. And missing shell observed assessed, as inconclusive. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "right side implant exchange with no complaint against the device". Device was implanted, after expiration date. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: use-error, device implanted after expiration date.

Event description:
Healthcare professional reported "right- side implant exchange with no complaint against the device". Device was implanted after expiration date. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.